Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump stopping due to full battery depletion was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 8 days ((B)(6) 2024, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2000 were recorded as default dates due to a total loss of power to the controller. Low voltage alarms were active on (B)(6) 2024 from 03:48:36 ¿ 06:46:45 no external power alarms became active shortly after the low voltage alarms on (B)(6) 2024 and were active at 06:46:47 until the controller powered off at 09:03:39. The no external power alarms became active due to the voltages on both cables depleting to ~0v. The backup battery was providing power to the pump while the no external power alarms were active. The event following the final no external power alarm on (B)(6) 2024 was recorded as a default date of (B)(6) 2000 at 00:00:00 indicating that the controller had lost all power. These alarms became active due to the 14v batteries being fully depleted. The 14v batteries were in use for approximately 18 hours before the no external power alarms became active. There were no other notable atypical alarms active in the log file that would indicate an issue with the system controller. Additional information provided on (B)(6) 2024 stated the cause of death occurred under care of hospice, the death was not considered to be device related, the device operated as expected and that no product would be returned for analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order, (B)(4), was shipped on 07feb2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had passed away under care of hospice and their equipment was returned. Log files were submitted for review for events prior to the patient's passing. The log files captured low power advisory, low power hazard, no external power, and power cable disconnects prior to a pump stop. The pump stopped because both of the 14v batteries and backup battery were allowed to drain completely. The pump operated at the set speed until the backup battery drained. Their death was not considered device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.